Event description:
It was reported via repair work order that the patient left outer base tube weldment was broken. The broken lift tubes could potentially cause an unstable cot. The outer base tube broke when the emt was riding on the cot and giving CPR to the patient. No adverse consequences or delay in treatment was reported.